Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. S/w version: 4.11 e. Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm/moisture damage found on aug 25, 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump error 63 alarm found in the pump history on aug 25, 2021 at 1:10 pm with variable (21). Pump error 63 alarm due to hardware error (line number 9926 file number 2005) and pump error 53 alarm found in the pump history on aug 25, 2021 at 1:16 pm. Pump error 53 alarm due to hardware error (line number 3041 file number 26). Force sensor zero offset within specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover. Critical pump error (open book image) alarm not confirmed. Pump error 53/63 alarm due to hardware error (moisture damage). Pump exposed to moisture confirmed. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm/moisture damage found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found. No evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump error 63 alarm found in the insulin pump history on (B)(6) 2021 at 1:10 pm with variable (15). Pump error 63 alarm due to hardware error (line number 9926 file number 2005) and pump error 53 alarm found in the insulin pump history on (B)(6) 2021 at 1:16 pm. Pump error 53 alarm due to hardware error (line number 3041 file number 26). Force sensor zero offset within specification (22.6 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover. Critical pump error (open book image) alarm. Not confirmed. Pump error 53/63 alarm due to hardware error (moisture damage). Device exposed to moisture confirmed. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated they were unable to clear the alarm. Customer also stated he went to swimming at time of pump error occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.